Event description:
The customer had thought her blood glucose results were higher than usual. The contact noticed the customer's meter was set in mg/dl instead of mmol/l. The contact did not allege any adverse events occurred, as the customer controls her diabetes with diet. The contact was able to reset the customer's meter to mg/dl, but a replacement meter with the units of measure locked was to be sent.